Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted. It was reported to technical services on 7/6/12 that there are some stored inappropriate atrs events due to some far field over sensing of v events on the ra channel. Asked if seeing normal as preceding vs. And is, then followed by pac. Rep. States she changed atrial sensitivity from 0.5mv to 1.5mv and that has taken care of it. P waves are measuring 4-5mv and r waves are 10mv. Atrial threshold is 0.5v@0.4ms so rep has programmed ac on. Rep. Asking where to find blanking on programmer. Directed to timing/rate enhancement-> blanking. A-blank after vs. Was at 45 - increased to 85. Suggested chest x-ray to determined if lead moved slightly, asked when event were stored and rep states overnight. Dr. (B)(6) was implanting physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).